Event description:
It was reported that the patient presented for the revision of the right ventricular (rv) lead. The lead was capped and replaced on (B)(6) 2025, due to high defibrillation impedance and high capture threshold. The patient was stable.